Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the product found that the battery springs inside the battery compartment are bent. The alarm won't power on; however, when the springs were repaired, the alarm powers on and passes all functional tests. The liqui label is torn. Manufacturer references file # (B)(4).

Event description:
The customer reported that the alarm has no power and doesn't detect any visible damage to the alarm case. There was no patient incident or injury reported.